Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that a model za9003 intraocular lens arrived with a broken haptic. There was no patient contact reported. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/11/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. The returned za9003 lens was received inside the original packaging box. The lens was observed stuck in the cartridge with the lead haptic not folded and the trailing haptic detached. The reported issue was not verified; however, a stuck in cartridge and haptic detached was confirmed. It could not be determined if the condition observed is related to manufacturing process as the reported device was handling and prepared for a surgical procedure. Based on the product returned evaluation, a product quality deficiency nor a product malfunction could be determined. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.